Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was to undergo surgical intervention wherein the ipg was to be explanted and replaced (reason unknown). No further information is known at this time.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, the ipg reached end of life.